Event description:
It was reported that a peritoneal dialysis (pd) patient had a catheter replacement procedure. Upon follow up, the patient's peritoneal dialysis registered nurse (porn) reported this patient underwent a planned outpatient procedure for a pd catheter (not a fresenius product) reposition. The patient's pd catheter was found to be placed too inferior in the patient's peritoneum yet there was no report the patient experienced complications during ccpd therapy on the liberty select cycler. The patient was not hospitalized for this event and started pd therapy on (B)(6) 2020 after undergoing hemodialysis (hd) on an in-center basis since (B)(6) 2020 (exact date unknown). There was no report the patient experienced an infection, a hernia or any serious injury that could potentially cause or contribute to this event. It was confirmed the patient's pd catheter reposition was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home with persistent pd catheter issues. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).